Event description:
The user facility reported the following: "nurse left tourniquet in preparation to draw blood. During withdrawal of stylet from catheter, hiv positive blood splattered onto nurse's face. Glasses protected their eyes. Protocol for contamination with hiv positive blood was followed."